Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was not received for evaluation. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Log files were provided for review, however the investigation was unable to be completed due to not correct log type. The root cause was not able to be determined.

Event description:
As reported, during a liver transplant procedure in a hyperdynamic patient, the hemosphere alta monitor connected to a swan-ganz iq catheter displayed right ventricle cardiac output (rvco) around 3 l/min, assessed as low compared to intermittent cardiac output (ico), which was 6 l/min. Intermittent co measurements were more clinically consistent with the patient's condition. Right ventricle pressure waveform and swan-ganz catheter position were considered correct. The same issue occurred in the intensive care unit (ICU) the following day with the same patient. Patient management was guided by the values deemed most clinically appropriate. There was no allegation of patient injury. The device was available for evaluation. Patient demographic information was not available.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.